Manufacturer narrative:
All available information was investigated the reported knob slippage and steerable guide catheter (sgc) cable break were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the definitive cause for the reported sgc cable break that can potentially cause knob slippage could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a cable break of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted; however, prior to the third clip delivery system (cds) reaching the atrium, the physician noticed that the + knob of the steerable guide catheter (sgc) automatically returned to the neutral position. Although the second operator needed to maintain + knob in order the perform the procedure, there were no other issues when implanting the third clip. It was suspected that a cable break occurred. Mr reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.